Event description:
On 3/8/2023, it was reported by a sales representative via email that an ar-8991 knotless fibertak dx suture anchor would not fit through the drill guide or an ar-8990ds fibertak dx disposable kit. Two other ar-8991 knotless fibertak dx, from the same lot number, were able to fit through the same drill guide and were successfully used to complete the case. This was discovered during a brostrom repair procedure on (B)(6) 2023.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.